Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. The instrument was found with a grip pin dislodged at the distal end. No material was missing. The root cause of this failure is attributed to manufacturing. A review of the site's complaint history found no other complaints related to this product. A review of the instrument log for the prograsp forceps (part# 471093-11 / lot# n10210112 / sequence# 0342) associated with this event has been performed. Per this review of the logs, the instrument was last used on 28-jun-2021 on system serial# (B)(4) with 13 uses remaining. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis confirmed the instrument's grip pin was dislodged with no evidence of user mishandling or misuse. This instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the pin which holds the jaws of the prograsp forceps together was observed to be loose and could fall out into the patient. The pin did not fall out of the instrument and inside the patient. The procedure was completed as planned with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information related to the event. However, no further details have been received as of the date of this report.